Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient has never experienced therapeutic relief from their device. The implant was off for a few months due to the doctor turning it off because they did not think the device was doing anything for the patient. A MRI was done because the device did not seem to be working and they were trying to figure out if it was due to the positioning of the leads in their brain. No further complications were reported as a result of this event.